Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the garment was too tight and digging into her skin. The patient stated the garment was cutting under her arms. The patient described the irritation as red. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient was sent larger garments. The medical outcome is unknown. Supplemental report 9/13/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the garment was too tight and digging into her skin. The patient stated the garment was cutting under her arms. The patient described the irritation as red. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient was sent larger garments. The medical outcome is unknown.